Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Pump was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. Pump passed the delivery accuracy test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss alarm noted during testing or in the pump trace download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected power loss and possible under delivery anomaly. Customer's blood glucose value were 250 to 300, 270, 175 mg/dl the customer was assisted with troubleshooting. Device will return device for analysis.